Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of over 600mg/dl which was treated with manual injection and insulin pump. Customer¿s blood glucose was 500mg/dl at time of incident and customer¿s current blood glucose was over 600mg/dl. Customer had symptoms like weakness. Customer alleged for possible under delivery. Insulin pump will not be return for analysis.